Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6) 2022. The patient presented on (B)(6) 2022 with unexplained pain. Patient still continued to have pain and crepitus in his shoulder after his previous surgery. The case report form indicates that this event is possibly related to the device and/or to the procedure. The outcome of this event has been resolved by revision on (B)(6)2022. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
(H3) pending evaluation.